Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The patient reported infusion set was leaking and experienced bleeding. The patient replaced infusion sets and resumed insulin successfully. No further information is available.